Event description:
It was reported that a patient that has a recalled r3 ceramic liner hip will need to have a revision performed. No revision has been scheduled as of this date.

Manufacturer narrative:
No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.